Event description:
It was reported that the patient had urinary incontinence with his artificial urinary sphincter (aus) device that was implanted in 2008. The aus was empty. All components were explanted and replaced.